Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the initial reporter contact details, but the email address was unable to be obtained.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two bursts of anti-tachycardia pacing (atp) and two shocks. The delivered atp accelerated the patient's rhythm, however the subsequent shocks converted the rhythm. The ICD operated as programmed. This ICD remains in service. No additional adverse patient effects were reported. Additional information received reported that the patient was admitted to the hospital following the reported shocks, and started on amiodarone for the arrhythmias. It was noted that the atp had worked well in the past, and the base rate pacing was increased to 75 beats per minute (bpm) to prevent any brady-induced rhythms. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding initial reporter contact information and event cause/resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two bursts of anti-tachycardia pacing (atp) and two shocks. The delivered atp accelerated the patient's rhythm; however, the subsequent shocks converted the rhythm. The ICD operated as programmed. This ICD remains in service. No additional adverse patient effects were reported.